Event description:
Received the notification of this event today. The pt alleges she has fallen 10-15 times using a guardian walker. She claims to have broken two ribs at one event and her collarbone at a separate event, and has bruised her knees. She says the wheel hub is not cracked or broken, the wheels don't get caught on things when she falls, they just seem to lock up.

Manufacturer narrative:
Upon review of the samples returned, no defects are noted in the wheels. The wheels spin freely when turned either by hand or by rolling on the desktop. Although there is an open recall on these wheels for cracks and or splits, none were found in this sample or wheel assembly. When turning, the wheels do not run true and when twisted in and at rest state there is a slight wobble in the wheel which appears to be a tolerance build up in mfg or axle wear. The wheels are stable with this issue. This MDR filed to document this event.